Event description:
It was reported that when using the bd pyxis¿ anesthesia station es when user attempted to login it caused delay of over 10 seconds, and label printer was reverting back to its default settings. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.